Event description:
The customer reported that they had a speaker malfunction. So sound was audible at the mx700. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.